Event description:
The customer that "ap optical sensor module failure" occurred during use on patient on the cs300 intra aortic balloon pump (iabp).and there were no indices or arterial line wave form on the iabp. It was advised to switch the pump if available. The customer will obtain a second pump to switch upon arrival. There were no further questions. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm tested the iabp and observed fault code 43 logged twice. A fiber-optic test was performed in diagnostics and passed. An expired safety disk. Was replaced. The stm then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) was not responding. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.